Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect creatinine results which questioned by physician on one female patient. The results provided were: on (B)(6) 2022 sid (B)(6) initial=2.99 mg/dl /repeated=0.77 mg/dl /redrawn and repeated sid (B)(6) = 0.73 mg/dl . Laboratory reference range for creatinine=0.57 to 1.11 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review for architect creatinine reagent lot, 46993un21. The trending report review determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect creatinine reagent lot, 46993un21.